Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate. Eventually the catheter balloon was burst using an electric scalpel. It was later reported per additional information from the ibc via email (B)(6)2019; the catheter balloon burst left no missing pieces. .

Event description:
It was reported that the catheter balloon was difficult to deflate. Eventually the catheter balloon was burst using an electric scalpel. It was later reported per additional information from the ibc via email 19may2019; the catheter balloon burst left no missing pieces. .

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Received only catheter cut into 3 pieces. Based on evaluation, the sample was classified as poor sample condition and several tests could not been carried out. The exact time of how and when problem occurred could not be determined. A potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method for use: the device is intended for single use only and is not reusable. (1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (2) lubricate the distal end of the catheter with water-soluble lubricant. (3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. As to double-balloon catheter, infuse through the valve printed bladder for balloon inflation. After the prostatic balloon part of the device enters the prostate, using a needleless syringe, infuse the specified volume of sterile water through the valve printed prostate to inflate the balloon. (4) pull catheter to seat the balloon at the level of the bladder neck and secure placement. (5) to deflate balloon and remove catheter, insert a luer tip (needle-less) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while performing that no resistance is encountered." Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.